Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.